Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products and associated with mdrs# 1225714-2014-01103 and 1225714-2014-01104.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2004 after the use of the product.